Manufacturer narrative:
This report is submitted on jun 8, 2021.

Event description:
Per the clinic, the patient was converted from a baha connect system to a baha attract. There was an extrusion of the magnet resulting in an explant of the magnet (date unknown) under a general anaesthetic.